Event description:
A discordant, falsely depressed carbon dioxide (co2) result was obtained for one patient sample on a dimension vista 1500 instrument. The discordant patient result was reported to the physician(s), who questioned the result. On the same day, a sample from this patient was tested on a blood gas analyzer, and the result recovered higher. Two days later, the initial sample was repeated in duplicate on the same dimension vista 1500 instrument and recovered higher. The result of 24 mmol/l was reported to the physician(s), as the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2 result.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center to report that a discordant, falsely depressed carbon dioxide (co2) result was obtained on a dimension vista 1500 instrument. The quality control (qc) recovered within range prior to the event. A siemens customer service engineer (cse) went on site and inspected the instrument. The cse ran service methods tests (smts) and found three probes were not correctly aligned to bottom of cuvette correction (bocc) and the o-rings were separated in the aliquot drain assembly. The cse aligned the probes and replaced the aliquot drain assembly. Then the cse primed the instrument and performed quick checks which gave air knife failures for the aliquot drain, and failed quick checks for the aliquot probe and washer a. As a result, the cse replaced the aliquot probe and drain, and washer a probe and tubing. Then, the cse ran a quick check which resulted successfully. Additionally, the cse ran the service methods for servers 1 and 3 with s3 failing the check server 3 mixer (cs3mix) check. The cse replaced the s3 mixer and ran service methods and a quick check, which resulted acceptably. The customer ran qc, which resulted acceptably. The cause of the discordant, falsely depressed co2 result is unknown. No other issues have been reported by the customer since the service visit. The instrument is performing according to specifications. No further evaluation of this device is required.